Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 300 to 400 mg/dl. The cause of the high bg was unknown. Reportedly, the customer experienced internal bleeding in the eye due to the high bg. A manual insulin injection was administered, and a bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.